Event description:
The customer stated that his elite meter was reading lower than his one touch meter. Upon troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. He was able to reset the meter to mg/dl and no product will be returned.